Event description:
The account said the intellidrive moves when the button is pressed. The handle does not have to be pushed. No pt impact.

Manufacturer narrative:
The technician asked the account to check the voltage on the power assist gauge board to ground. The account found 4.25 volts; the technician told the account to adjust the power assist control board to get it to read 2.5 volts. The account cannot get it to go lower more than 2.78 volts. The technician had the account isolate each handle to check for a short. The account still got 2.78 volts and could not get it lower. The account adjusted the output voltage on the power assist control board to resolve the issue.